Event description:
It was reported that the "laser was turned on for warm-up before procedure. The touch screen was dark and remained so." After consultation with manufactures technical support it was determined that the laser was not able to be utilized. The case was completed with "holmium" laser system. "No injury to patient, outcome is good" reported.